Manufacturer narrative:
Results: customer changed the ion selective electrode module reference and buffer reagents and recalibrated the instrument.

Event description:
On (B)(6) 2011 customer reported that the dxc 600i instrument generated false low sodium (na) results for 19 patient samples. Of the 19 samples, one also had a false low chlorine (cl) result. These results were reported outside the laboratory. When the issue was noticed, the samples were rerun on another dxc instrument in the laboratory and the results were amended, and no injuries were reported. Customer also reran calcium (ca) results, and the difference in results for all of the ca results was within the assay precision claim. Customer changed the ion selective electrode (ise) module reference and buffer reagents and recalibrated the instrument. Field service engineer (fse) examined the instrument and found no issues and could not determine the root cause. The quality control check prior to the event was within lab-established ranges and after the event the quality control check showed that na was low. Fse verified performance of the instrument and no further problems have been reported.